Event description:
It was reported that the patient underwent an initial one (1) level posterior fixation procedure at l4/5 using an anterior tlif interbody cage and posterior fixation. Subsequently, on an unknown date, the patient reported symptoms of pain. Upon examination, it was identified that the interbody cage had migrated laterally and was outside of the disc space. The patient underwent a revision procedure approximately ten (10) weeks after the initial surgery to remove the migrated device and extend the fixation construct from l3 to s2. No further patient impact was reported.

Manufacturer narrative:
The reported event was confirmed by review of the radiographic image provided. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The products involved in the reported event were returned with radiographs confirming the alleged complaint. Review of the provided radiographs identified the interbody migrated to the left side and is partially extending out of the disc space at l4/5 in the direction of an identified loss of fixation (lock screw back out at l4) reported and evaluated in complaint: (B)(4). Where information obtained identified rod normalization and reduction challenges and incomplete securing of a lock screw as the root cause of the loss of fixation and subsequent interbody migration. No additional investigation required. Labeling review: "indications for use: intervertebral body fusion the nuvasive coroent lumbar system is indicated for intervertebral body fusion of the spine in skeletally mature patients. The system is designed for use with autogenous bone graft to facilitate fusion and supplemental internal spinal fixation systems that are cleared by the FDA for use in the lumbar spine." "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union." "Warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "Based on fatigue testing results, when using the coroent system, the physician should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system. Care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Preoperative warning: 3. Care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. 5. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
New or updated information found on h10.